Event description:
The manufacturer received information alleging a " low inspiratory pressure" alarm occurred, and ventilation was not functional regarding a trilogy o2. The device was in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customers complaint was confirmed, and the airflow became weak during an operational check. Additionally, "ventilator service required" alarm occurred upon performing an operational check. While investigating the event log a ventilator inoperative code was found in the ventilator's downloaded error log indicating an abnormality of a blower. The device's oxygen blending module board was replaced to address the issue. The technician recommended replacing the device's blower to address the issue. In addition, the stirring fan foam was replaced. The system board was replaced due to the possibility that excessive loads was applied on the driving circuit of the blower. Therefore, the technician recommended replacing the system board as preventative measure. No further investigation is required at this time.